Event description:
It was reported to philips that the device had bent battery pins. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 5, 6, and 7 were bent and compressed, while pin 8 was found broken and missing.

Event description:
It was reported to philips that the device had bent battery pins. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.